Event description:
Information received by medtronic indicated that the insulin pump had air bubbles in reservoir and tubing. Insulin pump alarmed battery failed alarm, keypad anomaly and stuck button alarm. Customer stated that the keypad was puffed or compressed. Customer inserted new battery and the customer was able to clear the stuck button alarm. Customer stated that the size of air bubbles were not of soda pop or champagne size. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.